Event description:
A customer reported issues with their device, specifically mentioning that the touchscreen was scratched and difficult to see, and that the wake button was sticking and hard to press. There was no adverse impact to the customer's blood glucose level. The customer declined follow-up at this time, and further information was not obtained.